Event description:
It was reported that the battery had to be changed four times within two days. Nothing further was reported.

Manufacturer narrative:
The display was blank due to the battery tube connector not being correctly plugged into the interface board.